Manufacturer narrative:
(B)(4). This product was made by invacare at either invacare (B)(6) street, invamex, or aquatec and invacare has chosen to file this report utilizing the invacare (B)(4) registration. Should additional information become available, a supplemental record will be filed.

Event description:
The end user states the seat of his commode has cracked and he was pinched but no serious injury according to the consumer.